Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor broken. Broken part missing unable to confirm cust received sensor damage due to customer returned opened/used.

Event description:
Customer reported via phone call that transmitter was not communicating with sensor. Customer removed sensor and found that there was no electrode. Customer's blood glucose was 132 mg/dl. Customer was advised that sensor would be replaced.